Manufacturer narrative:
Patient 1 is a (B)(6) male. Patient demographics of date of birth and weight were not provided by the customer. Patient 2 is a (B)(6) male. Patient demographics of date of birth and weight were not provided by the customer. Patient 3 is a (B)(6) male. Patient demographics of date of birth and weight were not provided by the customer. Patient 4 is a (B)(6) female. Patient demographics of date of birth and weight were not provided by the customer. Patient 5 is a (B)(6) female. Patient demographics of date of birth and weight were not provided by the customer. Patient 6 is a (B)(6) male. Patient demographics of date of birth and weight were not provided by the customer. A beckman coulter field service engineer (fse) was dispatched to assess instrument performance. While on site the fse replaced at least one aspirate probe and blocked aspirate probe tubing. The system was verified with system check. After the repairs were complete, all verification testing passed within published instrument and assay performance specifications. In conclusion, the cause of the non-reproducible access accutni+3 results was a hardware malfunction of the replaced aspirate probe tubing. All mdrs associated with this report: 2122870-2016-00150; 2122870-2016-00151.

Event description:
The customer reported obtaining non-reproducible troponin I (access accutni+3) results involving the access 2 immunoassay system serial number (B)(4) for six (6) patients. The elevated access accutni+3 samples were repeated on the same access 2 immunoassay system and elevated results, above the assay's normal reference range, were obtained. The samples were also tested on the laboratory's alternate access 2 immunoassay system serial number (B)(4) and lower results, within the assay's normal reference range, were obtained. At least one of the original elevated results was reported outside of the laboratory. There was no change or impact to patient care or treatment which occurred in association with the non-reproducible access accutni+3 results. Calibration and system check parameters were not performing within assay and instrument specifications at the time of the event. The patients' samples were collected in non-gelled sodium heparin tubes and were centrifuged for ten (10) minutes at 3500 rpm (revolutions per minute). No visible sample integrity were indicated by the customer, except for one the samples, which was slightly hemolyzed. Service was requested and a beckman coulter field service engineer (fse) was dispatched to assess instrument performance.